Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a right hemi-colectomy a gia80 stapler was used three times. The first application was a closure and cut of the terminal ileum. The second application was a closure and cut of the transverse colon. The third application was a side-to-side anastomosis of ileum with a transverse colon. The incisions were closed with a ta55 and ta55-3.5 stapler. The anastomosis was inspected and found to be okay. Five days later, the patient had to be re-operated due to a failure of the staple line in the side-to-side anastomosis. The staple line had to be over sewed. No reinforcement material was used.